Manufacturer narrative:
Results: the pet lock on the proximal end of the pod packing coil (podj coil) pusher assembly was intact. The pusher assembly was bent in multiple locations. The coil was intact with the pusher assembly. The introducer sheath was ovalized from approximately 1.5 cm from the distal tip to approximately 3.5 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the introducer sheath was ovalized near the distal tip. If the introducer sheath is forcefully gripped or otherwise pinched it may become ovalized. The podj coil was advanced through the introducer sheath by a penumbra investigator, and became stuck at the observed ovalization. Further evaluation revealed that the pusher assembly was bent in multiple locations. This damage was likely incidental, and may have occurred due to improper handling of the device during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (podj coils). During the procedure, the physician successfully deployed and detached initial ruby coils and podj coils into the ovarian vein using a lantern delivery microcatheter (lantern). While attempting to advance a new podj coil out of its introducer sheath and into a lantern, the physician experienced resistance and was unable to advance the podj coil out of its introducer sheath. Therefore, the podj coil was removed and the procedure continued using a new podj coil. It should be noted that the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.